Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889, serial# (B)(4), product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was an infection at the lead site that required surgery. It was noted that another implantation of a tined lead electrode was planned after complete "reconvalescence". No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.